Event description:
During the primary tka and while the surgeon was reaming the tibia, the tip of the keel punch broke off inside the patients tibia. The surgeon was able to remove the broken keel punch from the tibial canal and no fragments were left inside of the patient. This caused a 10 minute delay in the case. The surgeon chose to implant a shorter tibial tray since he was not able to ream to the desired depth. The surgery was completed successfully.